Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with moisture damage on the inside of the battery compartment.

Event description:
Information received by the medtronic that the insulin pump was not working. Customer reported that the insulin pump had moisture. Insulin pump had various error alarms in history. Customer stated that there was battery fluid. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.